Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped, component failure of the light guide bundle and component failure of the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction weak light amount, dark was due to component failure of the universal cable, the most probable root cause of the malfunction light guide bundle was chipped was due to component failure of the light guide bundle and the most probable root cause of the malfunction component failure of the light guide bundle and component failure of the universal cable was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had weak light amount and dark. The issue occurred during unspecified procedure. There were no reports of patient harm.